Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on (B)(6) 2022. Flow rate testing confirmed that there was still 61 ml left to infuse when the pump alarmed infusion complete. Before the testing, it was noted that the cassette pump hinge was not fully engaged with the cassette, the cassette hinge was broken which caused the flow rate issue.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump 302957 did not infuse all of the medication. The pump alarmed infusion complete but when the patient came in for disconnect there was 65 ml left to infuse of the 100 ml infusion." Device operator was a registered nurse. Medication infused was 5fu. Patient was involved but not harmed.